Event description:
It was reported that allegedly kit sizer sensor of the two syringe modules will be replaced.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/13/2014 to the present date 10/16/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The device has not been received in service.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that allegedly kit sizer sensor of the two syringe modules will be replaced.